Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were reproduced during evaluation. They were caused by a failed upper door hook switch. The upper auxiliary was replaced.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported there was no patient involvement.